Event description:
(B)(6) was obtained on the advia centaur xp instrument. The result was not reported to the physician. Upon retest, the corrected result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the (B)(6) result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to evaluate the advia centaur xp instrument. The fse performed a total system inspection. The fse verified that the probe alignments and the resuspend magnets were in place, and that the wash mainfold was working. The fse also ran ninety replicates of the high control, all were in range and (B)(6) results were obtained. After evaluation of the instrument and the instrument's data, the cause of the discordant (B)(6) result is unknown. The system is performing within specifications. No further evaluation of this device is required.